Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's additional information letter from FDA which states, "alaris pump not audibly alarming but red alarm flashing. Channel read "communication error" and was not showing information on the brain. The pump still had the center green illuminated like it was running and still had a rate showing on the pump. Was not able to click "channel select" or pause the medication." Received a copy of the customer's medwatch report from the FDA which states, "alaris pump not audibly alarming but red alarm flashing. Channel read "communication error" and was not showing information on the brain. The pump still had the center green illuminated like it was running and still had a rate showing on the pump. Was not able to click "channel select" or pause the medication." The event occurred in critical care. It was reported that morphine was infusing at the time of the event. The event did not result to any consequence or impact to patient. Furthermore, the device was inspected by the hospital's biomedical engineering team and passed the inspection. There were no obvious signs of inter-unit interface connectors (iui) corrosion.